Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no video display on flexvision and slave monitor. During troubleshooting, the fse found that there was a malfunction with the flexvision pc. The failure analysis confirmed the failure in the dvi splitter and downscaler and the mode of the failure was an electronic defect. However, the fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no display on the flexvision and slave monitors. No harm has been reported to philips. Philips has started an investigation of this complaint.